Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on, including removing pump from case, pressing button in different ways, and connecting to a working power source, while pump continued to show red light and periodic vibration. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump, provided instructions for placing problematic pump into storage mode and returning it within 10 days, and advised customer to program pump settings and connect continuous glucose monitor on replacement pump.